Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they took device to the hospital and had it reprogrammed a few weeks ago as suggested but now the same problem has occurred again. Patient will have to go back, unfortunately they have to wait eleven days. Patient stated they do not seem to be responding positively to the therapy/device at all. Apparently according to the nurse at the hospital who reprogrammed patient¿s device, the base program was not working at all now or something to that effect. Nurse asked patient if they had had a fall which patient had not. Patient stated they were very careful during the healing process. At present the patient¿s vulva is very red, swollen <(>&<)> inflamed. They have dysuria and extremely painful attacks of vulvodynia. Also, since being fitted they have not been able to feel any tingling or fluttering at all. They further stated that they actually found the trial to be more effective. Currently, patient is waiting or their appointment. The device is set on program a at 0.5. Previously they had it on program b at 2.6. Again they are getting the message that the system is operating at maximum settings and that therapy cannot be increased. There was a question mark in an orange circle on the left of the 0.5.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to increase the amplitude above 1.3 on any of the 7 programs. A small orange icon with an exclamation mark appears on the screen <(>&<)> when they try to increase the amplitude up from 1.3 they receive a notice saying "maximum settings, the system is working at maximum settings. Therapy can not be increased"  this has never happened before, in fact at one point the patient had the level at 3.7 on program 1. 7 standard programs unable to increase stimulation (oor).

Event description:
Additional information was received. The patient reported that they questioned what each program was for and wondered if there was a specific reason for each of the 7 programs helping to guide patients as to which would be best suited to their individual needs. They stated that this was their second problem with the device in a matter of weeks, and the last problem was with the communicator.

Manufacturer narrative:
Updated to include foreign medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.